Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. There were crimp marks on the balloon indicating the stent had been correctly placed. There was no damage to the stent. The stent had shifted and was on the shaft of the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a stent deployment issue occurred. A 6.0mmx18mmx150cm express sd stent was selected for used, however; during insertion, the stent was deployed prematurely inside the catheter. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that a stent deployment issue occurred. A 6.0mmx18mmx150cm express sd stent was selected for used, however; during insertion, the stent was deployed prematurely inside the catheter. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.